Manufacturer narrative:
Product analysis: analysis noted that the battery contacts were contaminated and the battery drawer release latch was "sticky". The battery contacts were cleaned and the main board was calibrated. All defective parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.